Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during initial drain. The patient was connected. The baxter technical service representative (tsr) explained the alarm and assisted the patient with ending therapy. The tsr advised the patient to dispose of the setup and start over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011. The patient stated the cause of the alarm was unknown and new supplies were used to clear the alarm. The sample was discarded and a companion sample was available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the companion device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.